Event description:
Related manufacturer reference number: 2017865-2022-01982. It was reported that the patient with a history of right ventricular lead noise oversensing since (B)(6) 2020 presented in clinic for follow up on (B)(6) 2021. Device interrogation revealed inappropriate shock and inappropriate backup mode on the implantable cardioverter defibrillator (ICD). Device interrogation also revealed inappropriate shock, cardiac perforation, high pacing impedance, and a fracture on the right ventricular (rv) lead. Programming changes were performed to resolve the ICD issues. No intervention was taken for the rv lead. The patient will continue to be monitored. There were no patient consequences.